Manufacturer narrative:
(B)(4). The device was manufactured between september 9, 2016 ¿ september 13, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a small volume folfusor. The device was filled with 4104mg of fluorouracil hs diluted with 115 ml of 0.9% sodium chloride. The device was connected to the patient two days prior to the receipt of this report at 16:20. The expected infusion time was 46 hours. The product was disconnected on the same day as the event onset at 16:09; however, the folfusor was not fully empty. On disconnection, the solution continued to flow. There was no patient injury or medical intervention associated with this event. No additional information is available.